Manufacturer narrative:
This information is based entirely on journal literature. The gender of the baseline characteristics is male and the baseline age is 66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: magnetic resonance imaging in nondependent pacemaker patients with pacemakers and defibrillators with a nearly depleted battery. Pace - pacing and clinical electrophysiology. 2017; 40(5):476-481.

Event description:
A journal article was reviewed which contained information regarding a patient receiving magnetic resonance imaging (MRI) with an implantable pulse generator (ipg). The article noted the ipg experienced a full power on reset (por) as a result of the scan. Additionally, the device returned to default parameters. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.